Manufacturer narrative:
The customer did not return the device to ventec for an evaluation. The customer sent a sample of reports that were generated by a device to ventec for an evaluation. Ventec reviewed the reports and ventec was able to provide the customer with updated reports that addressed her concerns. The ventec clinician also provided training to the user on where pressures need to be at and how to setup volume targeted ventilation. This resolved the reported issue with the doctor.

Event description:
As reported on medwatch report mw5093774 "pt has als: as his respiratory function declined, he has started on a bipap avaps for nocturnal breathing support. Serial overnight pulse oximetries and data downloads were used to optimize bipap settings for disease progression. Due to disease progression, a cough assist machine and portable suction machine became necessary. We chose to start pt on a vocsn multifunction ventilator. A repeat overnight pulse oximetry now shows that the pt is more hypoxic than when he was on the bipap before. Therefore we attempted to obtain a data download from the vocsn so we could figure out how to adjust the ventilation settings. We were told by the company that the machine is not recording any usage info other than the time used. It is not recording respiratory rate, exhaled tidal volume, inspiratory and expiratory pressures. The company was unable to tell us when or if that data would be available and said they are in the process of doing software upgrades. Thi is a safety issue. All other brands of noninvasive ventilator (CPAP, bipap, trilogy, etc) record this data so that the physician can make adjustments to the ventilator settings. This is a potentially life threatening issue. FDA safety report ID#(B)(4)." A ventec clinician spoke with the doctor and what was reported to ventec was that the doctor was unable to obtain data from the device and unable to figure out how to adjust the ventilation settings due to not having the data. The ventec clinician clarified with the doctor that there was no patient harm associated with the reported issue.